Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information g3, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line. A review of the event history log identified air in line messages. The cause was determined to be the ultrasonic sensor values out of specification and the ultrasonic sensor was was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.